Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) post pace. The twos could not be averted by attempts to blank or adjust sensitivity. The rv lead remains in use. No patient complications have been reported as a result of this event.